Event description:
The customer reported that the system would continue to fluoroscopy after release of the button. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the voltage. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.